Event description:
It was reported to medtronic minimed that the customer experienced pump was not working and not rewinding. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1880l was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self test. No rewind anomaly noted. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 130 on 11/12/2024 10:53:47, 11/12/2024 11:46:18.000 and pump error 4 alarms 11/10/2024 19:00:52, 11/10/2024 19:14:18.000. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly. However, found corroded motor home switch during visual inspection. Unit had scratched case, stained keypad overlay. The unit p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, pump error 130 and 4 alarms in the pump history due to corroded motor home switch were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.